Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused the patient to develop cough, chest pressure, dizziness and heart failure. Medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual investigation of the exterior of the device, filter was discolored and a white film was found to be coating most of the interior of the iso air outlet. The device was disassembled for internal visual inspection. The manufacturer found evidence of liquid ingress and mineral deposits in the blower box and on the blower. The sound abatement foam was found no evidence of degradation. The manufacturer applied power to the device and found the device to operate without issue or error codes. The evidence of liquid ingress and mineral deposits throughout blower box, is consistent with contamination from an external source.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough, chest pressure, dizziness and heart failure. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.